Manufacturer narrative:
The lot number of the tgu404015 was not provided. Therefore, the UDI is not available.

Manufacturer narrative:
The information described in this report was collected by (B)(6) for (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore; or any representative of gore. No additional information related to this event will be made available to gore by the (B)(6). Therefore, further investigation is not possible. The instructions for use provide the following warning among others: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion)¿.

Event description:
Data related to a patient included in the vascular quality initiative was provided to gore and indicated that on an unknown date in 2015 a patient underwent the placement of a gore tag thoracic endoprosthesis with surgical subclavian-carotid bypass. The data indicated that the tevar indication was aneurysm and that there was a primary entry tear in zone 3 and the patient experienced aortic enlargement of greater than 5mm after 1 year (maximum aortic diameter increased from 52mm to 66mm). Additional details are not available.